Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the primary infusion of zosyn 3.37 gm/100 ml, rate 25 ml/hr was expected to infuse over 4 hours. The nurse checked the drip chamber after start, confirmed appropriate flow pattern and left the room. She was called back to the room for a pump alarm 15-20 minutes later. The pump displayed 2 ml had infused with 98 ml/3 hr, 45 minutes remaining, however the bag was empty. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of the bag emptying sooner than expected was not confirmed. Physical inspection noted the device to be in good condition with no anomalies observed. Review of the pcu event log confirmed the user programmed an infusion for zosyn (piperacillin/tazo) with a concentration of 3.37gram/100ml with a default rate of 25ml/hr and a vtbi of 100ml. After infusing for approximately 15 minutes, an air in line alarm occurred. During this time, a calculated volume of 6.052ml should have infused which would leave approximately 94ml of fluid remaining in the bag and administration set. Following the ail alarm, the user repeatedly restored the infusion; however, the infusion was never started again. The pump module was channeled off. Rate accuracy testing was performed and the device was found to be infusing within specification. The administration set was not received for analysis. The root cause of the fluid infusing faster than expected was not identified.